Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 530 mg/dl and due to over-correcting with insulin injections, the customer's bg level dropped to 54 mg/dl. The customer consumed a cookie to address the low bg. The customer changed all of the supplies on the pump and the occlusion was resolved.